Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient while on vacation their implantable cardioverter defibrillator (ICD) starting "alerting at 4am." The patient stated that they had been told their right ventricular (rv) "lead connection is not great" and they tested the "defib" a few weeks ago and "it works". The patient asked if there were local doctors that may be able to check the device. The caller was provided information regarding local physicians or they could seek a local emergency department. Follow up was conducted with the patients listed clinic. The allied health professional (ahp) at the clinic indicated that the patient had talked with the physician regarding their device, but had not been seen in-office yet. Ahp did not know what the alerts were for and was not able to verify if there was a connection issue. The device and lead remain in use. No patient complications have been reported as a result of this event.